Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical support educated the customer to complete cartridge air removal step prior to filling the cartridge. Reportedly, the customer continued to use the existing cartridge.